Manufacturer narrative:
Plant investigation: the affected product was not returned for investigation. A photo was received showing the described leakage. Although a photo was received, the causative defect cannot be precisely identified. A review of the manufacturing documentation of the product batch of the xlung kit as well as the filling set with corresponding reservoir did not reveal any anomalies or deviations.

Event description:
It was reported that during the priming procedure, a leakage was noticed on the lower side of the irrigation bag of an xlung kit. Upon follow-up, it was confirmed that there was no patient involvement. It was reported that the product sample is not available to be returned to the manufacturer for evaluation because it was discarded. A photo was provided of the reported issue.